Event description:
Reported event of death from newspaper ("the argus" from insidebayarea.com) article entitled, "former raider chester mcglockton dead at age 42."

Manufacturer narrative:
Taper unk. (B)(4). At this time the autopsy results are not completed. Since allergan has not yet received this info, the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. This report to the FDA was initiated because allergan's approach to reporting adverse events is to remove all doubt in favor of reporting. Any new info will be submitted to the FDA in a f/u report. Death is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of death as follows: "laparoscopic or laparotomic placement of the lap-band ap sys is major surgery and death can occur." "Precautions: it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant."